Event description:
During an in-clinic follow-up, a loss of capture was observed on the leadless pacemaker (lp). As a result of the event, the patient experienced a low heart rate. No intervention has been performed. The patient is stable with no consequences.